Event description:
Customer reported that after one month of using her pump, it lost suction and will not empty her breast which causes infections.

Manufacturer narrative:
Additional follow up with the customer revealed that she is also renting a hospital-grade medela breast pump, which is working fine for her and emptying her breasts and since she began using it, she has not experienced an infection. A replacement pump was sent to the customer so that she can return it at a retail store for a cash refund and the original pump was returned for evaluation/analysis. Minimum and maximum vacuum levels and cycles were tested on the original pump in both stimulation and expression phases, in both single and double pumping modes. Such testing indicated that the pump was functioning properly, was performing to its intended function and was meeting its performance specifications. However, this issue is being reported since a definitive conclusion regarding whether the pump was a contributing factor to the customer's infections cannot be drawn. We will monitor and trend like issues and initiate a CAPA as applicable.